Manufacturer narrative:
The potential root cause for this failure can be attributed to transient electrical issues from the system power manager (spm).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a non-recoverable fault 252. System logs confirmed fiber communication errors between the vision side cart (vsc) and patient side cart (psc). The customer powered off the system and reseated the blue fiber cable at both ends however the issue came back. The system had a non-recoverable fault, and the fiber cable to the patient cart had a red led. He then hard power cycled the entire system and replaced the fiber cable for the patient cart. The system powered up good and a few minutes later faulted again and the fiber cable to the patient cart turned red. When the customer called back the fiber cable port led was red. Tse had him hard power cycle the patient cart and recheck the fiber cable connection at both ends, and it was good. System powered up, good fiber led was now blue. But the surgeon elected not to use the system because it keeps faulting out. He was finishing the case via laparoscopic. The procedure was completed laparoscopically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced system power manager (spm), touchscreen, cardcage and fiber cable to resolve the issue. The system was verified and ready to use. The touchscreen was returned for failure analysis, but the reported failure cannot be replicated or confirmed. No related errors were found in logs. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit functional as expected, no errors were found in the error logs. Calibration was done with no issue, it was responsive. The system ran ten power cycles, but the reported complaint could not be triggered. As of these findings, the fa team could not determine the root cause of the reported complaint. The spm unit was returned for failure analysis due to an intermittent power loss which was confirmed but not able to replicate. In logs error 817 was found indicating that the patient side cart (psc) loss ac power; switched to valence xp battery, confirming fault occurred in the field. Upon visual inspection, no issue was found that would relate to the reported complaint. The unit was then installed and programmed onto the golden system where the unit functioned as expected. The psc was set to battery mode and in drained up to 93% and then powered cycle it. After the 10 power cycles the battery soc was charged up to 100% verifying that the spm is fully functioning. The error logs were inspected and found no fault/related error on the logs. This unit was found to be fully functional. The cardcage was returned for failure analysis, and the reported failure was not confirmed and not replicated. In-house fa: visual inspection: upon visual inspection, no issues were found that would be related to the reported failure. The cardcage was installed and tested into a golden pca system where to component functioned as expected. The system started up without any error with good image. The audio is loud and clear. Epo functionality test, passed. Ran 50x power cycles with this part, all passed. All the gantry motors were moved to the full range of motion without any issue. The part remained on the test for hours in normal operation while testing other the part, it performed without any error. The fiber cable was returned due to an error 252 which was confirmed but not able to replicate. In logs, error 252 was found indicating failure occurred in the field. Upon visual inspection, no issues were found. The unit was then installed onto the golden surgeon side console (ssc) system where the unit functioned as expected, no connection issue was identified between the ssc and vision side cart (vsc). The returned unit was found to be fully functional. Based on these findings, failure analysis was not able to determine the root cause of the reported complaint.